Manufacturer narrative:
The unit was returned for evaluation on 6-nov-2025. The device investigation was completed on 2-dec-2025. There is no confirmation for the return reason of noisy. No trouble found. Ran the unit for 24 hours - no errors popped up or recorded on the data log. The unit is working well and within specification.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 6-nov-2025, however due to a documentation error, it was not investigated. The device investigation has started on 26-nov-2025 and a supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that the patient stated that the unit was producing a loud grinding noise and was getting a little warm. They also stated that the air they were breathing in caused them to cough and made their throat burn. As a result, the patient was hospitalized where they were provided supplemental oxygen. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.